Event description:
Additional information was received from a healthcare professional. The pump was used to deliver lioresal 2000mcg/ml. The dose was 360mcg/day until the pump revision. Following the revision it was decreased to 180mcg/day. On (B)(6) 2015 the dose was increased to approximately 210mcg/day. At the time of the event the patient was also taking dilaudid, carbamazepine, lorazepam and amitriptyline. The patient's medical history included ehlers-danlos syndrome, chiari malformation and tethered cord. The patient had a revision of the pump site and it was moved slightly. The cause of the increased spasticity was unclear; however, possibly due to non-patency of the catheter. The increased spasticity had not resolved; the patient was following up with the physician and the neurosurgeon.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a company representative regarding a patient receiving intrathecal lioresal 2000 mcg/ml (dose 360 mcg/day) via an implanted pump. The patient's medical history included other spasticity and intractable spasticity. In (B)(6) 2015, the patient experienced increased spasticity and puffiness at the pump pocket site. The change in therapy/symptoms was gradual. A catheter dye study was performed (date not provided) and it was inconclusive. The hcp was going to revise the pump pocket and verify patency of the catheter. Outcome not reported. Additional information has been requested, but was not available as of the date of this report.